Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump. The customer understood the instructions and was advised to call back if the malfunction code recurred.